Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which has health professional mistakenly checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to reprocessing using ozonated water. The event can be detected/prevented by following the inspection method for the event is described as follows in the instructions for use: - do not immerse the endoscope and accessories in ozone water. The endoscope and accessories may be broken. - to avoid damage, do not store endoscopes and accessories in an inappropriate environment, such as in areas exposed to direct sunlight, hot and humid areas, x-rays, ultraviolet rays or ozone. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found that the function check result did not reveal the reported error code b30. Additionally, the device inspection did not reveal any abnormalities after completion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus distributor reported (on behalf of the customer) that the evis exera iii video system center displayed a b30 communication error. The reported issue was found during preparation for use. The procedure was completed with a similar device. There were no reports of patient harm. This report is related to the following linked patient identifiers: (B)(6).